Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred between 05:00 pm ¿ 07:00 pm and involved a plum 360 that infused an unspecified antibiotic infused at a comparatively faster rate than the claimed setting. It was reported that the original setting of the volume of an antibiotic diluted in d5 to be infused was 250ml for 12 hours and the rate of 20.83 ml/hr was correct when initially checked. The infusion was done within 1-2 hours with all the solution infused out, then the alarm turned on. There was no complication nor close monitoring required during or after the event. The customer became aware of the event when it was returned from clinical use with a signed note. The pump was not tested at the user facility. The customer stated that it has to be checked whether it¿s human setting error or machine error. There was patient involvement but no patient harm.

Manufacturer narrative:
The event log file was downloaded from the actual returned pump serial number 40403672. According to the event log, we found the user has entered 250ml/hr, which is the flowrate on the pump instead of the 250ml (volume) on the vtbi. The infusion was started at 17:51 and ended at 19:00 therefore, the pump would run out 250ml drug at about one-hour time. That is why the infusion was completed earlier than the expected time (vtbi=250ml, duration=12hrs). Alternatively, we followed the customer's setting vtbi=250ml, duration=12hrs, the infusion was completed on time and accuracy complied with specification=5%. The probable cause is wrong infusion setting by the user, according to the log file, user has input the flow-rate=250ml/hr instead of vtbi; therefore, the pump spent only 1 hour to complete a 250ml drug instead of 12hrs (target). Parts replaced: nil. The pump has been verified by implementing a performance verification test (pvt).